Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The pump was not explanted and will not be returned for evaluation. The customer indicated that no additional information related to the event will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019. The cause of death was unable to be provided but was not thought to be device or therapy related.